Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak of less than 2 ml of diluent from the probe of their coulter act diff analyzer after each aspiration. The operator was wearing gloves, gown and goggles at the time of the incident. No injury or exposure was reported. No patient samples were affected by the issue.

Manufacturer narrative:
A field service engineer (fse) went on-site and found an occlusion in the vacuum port to the probe wipe. Fse replaced the probe wipe and verified instrument operation. The cause of the leak was the obstruction in the vacuum port to the probe wipe. (B)(4).